Manufacturer narrative:
Date sent to the FDA: 04/09/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: three empty open boxes and ninety-two unopened samples of product were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirty-two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that when suture was being tied, the needle was detaching. There was no adverse patient consequence reported.